Manufacturer narrative:
Based on the avilable information, our testing and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient. Updates for follow up report: corrected complaint reference information: originally logged under (B)(4), but after local market follow-up it was determined the device had not been explanted. The returned device was actually linked with another patient narrative (B)(4), but wrongly assigned as (B)(4). This follow up report corrects that misstake. Corrected patient narrative. Added investigation conclusions: no fault found - device fully functional and according to our specifications. Updated manufacturer's narrative according to this list.

Event description:
The patient has very thin and sensitive skin, which did not heal properly following the implant surgery. The surgeon performed three minor revision procedures in an attempt to close the area; however, adequate healing was not achieved.

Manufacturer narrative:
Based on the available information, our testing and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
Sentio ti explanted due to patient reporting ongoing discomfort related to magnet strength. Patient was initially supposed to be implanted monolaterally on left side but in the last minute the surgeon used the backup implant to implant the patient bilaterally. The patient was not a good candidate for left side implant and that is the side that cause him issue and was explanted.